Manufacturer narrative:
Pending evaluation.

Event description:
Revision of a optetrak knee components - reason not reported. Pending evaluation.

Manufacturer narrative:
Pending evaluation. Update with additional information.

Event description:
Index surgery: (B)(6) 2017. Revision due to pain.

Manufacturer narrative:
After further review of additional information received the following sections a1, a2, a3, a4, b4, b5, b6, b7, d4, g1, g4, g5, g7, h2, h4 and h6 have been updated accordingly. Section h6: in a review of the labeling it is a known complication that excessive activity, age and weight affecting joint replacements have been associated with premature failure. Total joint surgery risks include neurologic injury or neuropathy resulting in transient or permanent weakness, pain, and/or numbness. Aggravation of other joint or back conditions due to positioning during surgery. Traumatic arthrosis from perioperative positioning of the extremity intractable pain. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the revision for pain is related to the patients' underlying conditions; however, this cannot be confirmed as there is no event information or patient risk factors to evaluate the patient related issues. This device is used for treatment, not diagnosis. Corrected data: section h3: no device evaluation, this is a clinical event with no allegation of device malfunction.

Event description:
It was reported that a patient claimed that her left knee never felt right and she had pain. None of the components were loose, all components removed. The patient was reported to be stable when leaving the operating room. There is no allegation of malfunction against the device. No additional information was provided. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00535, 1038671-2018-00536, 1038671-2018-00537 and 1038671-2018-00538.